Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery (rca). A 10 mm x 3.50 mm wolverine coronary cutting balloon monorail was used to dilate the lesion and on the second inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with a non bsc device. No patient complications were reported and the patient status was stable.